Event description:
This report is being filed after the review of the following journal article: fujita, k. Et al (2021), influence of lateral hinge fractures on biplanar medial closing-wedge distal femoral osteotomy for valgus knee: a new classification of lateral hinge fracture, archives of orthopaedic and trauma surgery, vol. Xx (xx), pages 1-9 (japan). The purpose of this retrospective study was to investigate the type of hinge fractures in mcwdfo and its influence on the bone healing process. Between august 2010 and july 2017, a total of 21 patients (3 male and 18 female) with a mean age of 64.3 years (± 9.2; range, 43¿79 years) who underwent medial closing-wedge distal femoral osteotomy (mcwdfo) were included in the study. The osteotomy was fixed using tomofix medial high tibial plate (depuy synthes, oberdorf, switzerland) in 12 cases or tomofix medial distal femur (depuy synthes, oberdorf, switzerland) in 9 cases. The mean follow-up period was unknown. The following complications were reported as follows: patient 1 had slow healing (union achieved at 5 months). Patient 2 had a type 1 lateral hinge fracture, poor contact of anterior flange, slow healing (union achieved at 7 months), and a correction loss (4.7° valgus). Patient 3 had a type 1 lateral hinge fracture with displacement, slow healing (union achieved at 7 months), and a correction loss (5.7° valgus). Patient 4 had a type 1 lateral hinge fracture with displacement and slow healing (union achieved at 4 months). Patient 5 had a type 2 lateral hinge fracture with displacement, poor contact of anterior flange, slow healing (union achieved at 5 months), and a correction loss (3.5° valgus). Patient 6 had a type 2 lateral hinge fracture, poor contact of anterior flange, slow healing (union achieved at 5 months), and a correction loss (2.8° valgus). Patient 7 had a type 2 lateral hinge fracture with displacement, poor contact of anterior flange, and slow healing (union achieved at 7 months). Patient 8 had a type 2 lateral hinge fracture with displacement. Patient 9 had a type 1 lateral hinge fracture, slow healing (union achieved at 4 months), and a correction loss (3.5° valgus). Patient 10 had a type 2 lateral hinge fracture, slow healing (union achieved at 7 months), and a correction loss (5.8° valgus). Patient 11 had a type 2 lateral hinge fracture. Patient 12 had a type 3 lateral hinge fracture. Patient 13 had a type 3 lateral hinge fracture. This report is for an unknown synthes tomofix plate/screws constructs. It captures the reported patient 10 who had a type 2 lateral hinge fracture, slow healing (union achieved at 7 months), and a correction loss (5.8° valgus). This is report 6 of 13 for (B)(4).

Manufacturer narrative:
This report is for an unknown tomofix plate/screws constructs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.